Event description:
The event is reported as: complaint alleges: the stapler did not grip the skin firmly due to improper formation. This occurred during use. No pt injury reported.

Manufacturer narrative:
The device sample has been received by MFR, but investigation is incomplete. A follow-up report will be sent when investigation is completed.